Manufacturer narrative:
Philips has investigated this complaint. It is reported to philips that the system was boot stalling at 00:00. Upon troubleshooting, philips remote service engineer (rse) checked the system remote and found that there was an issue with the flexvision pc. To resolve the issue, rse instructed the customer to replace the flexvision pc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at "00:00". No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.